Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticky and nonresponsive. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had button error alarms, insulin pump had crack and chunk of insulin pump was missing between battery cap and reservoir. The customer also stated that the insulin pump had diminished battery life, rejected new batteries and unexplained no delivery alarms. The insulin pump will not be returned for analysis.